Event description:
A customer reported via phone call indicating that their insulin pump shut off on them without the user's input. The patient's blood glucose level was 18.0 mmol/l at the time of the call. The customer stated that the issue was resolved with a battery change. The customer was advised to monitor the insulin pump. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.